Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: dislodged stent. Adverse event: stent embedded/unintended site. Time of device issue and adverse event: during the procedure. It was reported that during an attempt to place the xience v stent, there was resistance with an unspecified previously placed stent in the left anterior descending artery (lad), and the xience stent dislodged. An unsuccessful attempt was made to retrieve the stent using an unspecified balloon. An attempt was made to snare the dislodged stent, but the stent continued to get caught on the previously placed stent. An unspecified balloon was used to embed the stent into the vessel wall and a xience stent was used to cover the lesion and the embedded stent. No additional event or pt information is available.